Event description:
It was reported that "bmp2 grew out of site 'ho' causing stenosis lumbar l5-s1, causing pain, weakness, falls, revision surgery due to seromas. Need more surgery to repair damage."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.